Event description:
It was reported that stimulation turns on and off by itself. The patient (B)(6) stated when stimulation turns on, it does so at a high amplitude. Impedance values tested within normal range. The ipg was removed and replaced (date unknown).

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.